Manufacturer narrative:
Concomitant medical products: product ID: 977c165 serial#: (B)(4), implanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient informed manufacturer representative (rep) that his controller gave the error ¿can¿t provide the desired settings¿ when he tried to increase the therapy. Rep ran an impedance check and found high impedances on 9 &10 (red x) and fairly high on 12 & 13 (orange). There were no known causes to this occurrence. After running an impedance check, rep programmed new settings around the impedances successfully. No patient symptoms were reported.